Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a month ago they noticed their speech was being affected (they couldn't speak well), their neck and head were messed up, they were in a lot of pain, and they couldn't hold their head up anymore. The patient alleged that their symptoms were related to the therapy, and thought the therapy might be turned off. The patient was unable to confirm the status of the therapy because their handset and communicator were stolen from them. The patient said they filed an appeal and requested to be transferred to sunmed. The patient was transferred to sunmed as requested.